Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use. During the eval of the device at the MFR's service center, a failure related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.